Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015 the patient experienced low blood glucose (bg) of 3.1mmol/l due to the pump dispensing about 14 units of unintended insulin. There were no reported signs or symptoms of hypoglycemia and the patient did not require medical intervention or assistance of a third party to treat the low bg. The patient had reportedly been flying on a plane, and alleged that when the plane landed the pump emptied what was left in the cartridge into her. The reporter stated that at the time the plane landed, the pump emitted an ¿empty cartridge¿ alarm. The patient reportedly changed the cartridge and remained on the pump. Troubleshooting could not confirm that there was an ¿empty cartridge¿ alarm; the alarm was not found during review of the alarm history. However, the pump was replaced because the patient alleged that the low bg was due to the pump emptying the cartridge without user intervention. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated a replace cartridge alarm had occurred on (B)(6) 2015 and deliveries were never resumed. The last bolus delivery was on (B)(6) 2015. The pump¿s sound features were set to vibrate and were found to be fully functional. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found during investigation. The complaint of the pump emptying the cartridge without user intervention could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.